Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient reported elevated blood glucose readings as high as 558 mg/dl. The patient received a replacement insulin infusion device which she started using in 2007. By 12:30 a.m, she stated her blood glucose reading was 558 mg/dl. She stated she injected herself with 6 units of insulin and an hourly later her reading was 448 mg/dl. She said at 1:30 a.m. She took another 3 units of insulin and called her boss because she had to "leave or going to die" the patient stated she was vomiting and urinating on herself and had to stop 3 times on the way home to vomit. She said she didn't want to go to the hospital, so she went home to bed. When she awoke at 4:30 a.m. She stated her blood glucose reading was 338 mg/dl, and by noon she was feeling better. At 1:00 pm, she went to see her general practitioner physician who did not send her to the hospital as her blood tests were okay. The patient stated her "doctor said I was near being in a coma." The patient is currently back to her normal blood glucose range of 60-120 mg/dl. She stated her job is extremely stressful and she cannot maintain her normal range. During troubleshooting, it was discovered that the patient placed the infusion device in run, but did not set any basal rates. The patient stated she thought the device was delivering 20 units per 24 hours and that "my pumps have automatically been set with the factory default setting of 20 units." The patient was advised that the infusion device is not manufactured with preset basal rates and was assisted in setting her basal rates. No product was requested to be returned for eval.